Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient hit his head in (B)(6) 2013 and no longer has had access to sound since then. Re-implantation is scheduled for (B)(6) 2014.